Event description:
Clinic notes received for patient referral for replacement. The notes indicated that the patient is having minor seizures and that the vns was interrogated and is not functioning properly at this time. Mother also expressed that she was not happy that the device only lasted 2 years as the last device lasted longer. No additional relevant information has been received to date.

Event description:
An implant card was received reporting that the patient&#39;s generator was replaced due to battery depletion. The explanted generator was received but analysis has not been completed on the returned generator to date.

Event description:
It was reported that the generator could not be interrogated pre-explant. Product analysis was completed on the returned generator. Failure to interrogate due to battery depletion was verified. A comprehensive automated electrical evaluation on the pcba showed that the device performed according to functional specifications. A battery life calculation confirmed reasonable battery depletion as of time of explant and at time of report of increased seizures. No anomalies were identified.